Event description:
The customer reported that the device didn't work during care of a pt. They used a different defibrillator to treat the pt. There was no report of negative impact to the pt.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.